Manufacturer narrative:
(B)(4).

Event description:
It was reported that error codes and a low battery was observed on the pump. The patient experienced increased pain. The errors could not be cleared and the pump was subsequently explanted.